Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had poor air and water supply. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was poor air and water supply due to foreign objects clogging the nozzle. As a result of this clog, water removability, as well as the air and water supply volume did not meet the standard values. This finding was due to incorrect or insufficient reprocessing of the scope. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of angle wire. It was also observed that the play of the up and down knob was out of standard value due to the wear of the angle wire. It was observed that the adhesive of the bending section cover had a crack and a chip due to chemical or physical stress. It was also observed that the plastic distal end cover had a dent due to handling. Lastly, it was observed that the connecting tube had a cut due to a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle entering into the air/water channel and caused a clog. It was not possible to determine the cause of the entry of the foreign material, as detailed handling information was unable to be obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the event occurred at an unknown time, but the procedure was completed with subject device. This report was submitted for the reportable malfunction found during estimation (foreign material clogging the nozzle).

Manufacturer narrative:
This supplemental report is being submitted for information inadvertently left out in the previous report; see corrections in b3 and b5.